Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported material split, cut or torn was confirmed as material twisted / bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. H6: medical device problem code 1562 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery. When the ht command guide wire was removed from the non-abbott support catheter, outside the patient, the tip [polymer coating] was torn and coming off. It was confirmed that nothing remained in the patient. There was no reported resistance during advancement or removal of the guide wire. Another same size ht 18 guide wire used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.